Manufacturer narrative:
The device is expected to be returned for evaluation however, it has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the subject device had loose contact on the connector. The device was used for a urology procedure. No patient impact , no harm was reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The customer's allegation was confirmed. The device evaluation also found a deteriorated cable unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: coupler unit is worn out, the coupler rattles. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had loose contact on the connector. The device was used for a urology procedure. No patient impact , no harm was reported due to the event.